Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device upgrade procedure, this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms with the new device. Then physical damage was noted to the lead. The lead was therefore surgically abandoned and replaced. No adverse patient effects were reported.